Manufacturer narrative:
The reported device intended for use in treatment, has not been returned for evaluation. The investigation was limited to the information provided, as the lot and part numbers to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Based on the limited clinical information provided a thorough medical investigation could not be rendered. Should any products and/or any additional medical information be provided this complaint will be reopened and re-assessed. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, after a surgery in which an endobutton cl ultra was used, an MRI revealed that the patient's acl graft ruptured. It is unknown how this event was treated and the outcome of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.